Event description:
It was initially reported soon we switch the stage light, the carm is going up alone. No injury reported. A field engineer was dispatched to the site and determined the control panel needed to be replaced. Once this was completed the system was working as intended. The customer called back on (B)(6) 2019, to say the table up/down didn't work. The field engineer replaced a fuse and the system was again working as intended.